Event description:
It was reported that on the date of the report, the patient presented to the clinic complaining of increasing pain and noted he heard the sound of the pump alarm. During refill, the physician noted the expected residual volume was less than the actual reservoir volume by more than 25%. A critical alarm (unspecified) was noted. A roller study was performed which was negative. The physician reported that it had been previously noted that the actual reservoir volume was more than 25% what was expected. The patient had been recommended to have an x-ray after the first note, but did not go. The physician noted that the patient was not compliant to the therapy, and did not understand the risks. The pump contained a mixture of morphine and bupivacaine at the time of the event.